Event description:
It was reported that a pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin was initially suspended, but after instructions from technical support to clean the speaker holes and remove the obstruction, normal operation resumed. Additionally, the pump was within the validated operating altitude range, no further alarms occurred, and the customer was provided with tips to prevent future altitude alarms.